Event description:
This regards ohmeda aestiva anesthesia machines and the attached ohmeda monitoring system. Rptr has had multiple failures with the components of machines and monitors that are less than 6 mos old. Rptr has seen, personally 4 anesthesia vaporizer failures, one occult leak and three intermittent. No output alarms from desflurance tec 6 vaporizers. The latest failure occurred when rptr was inducing pt. The monitor indicated rptr was administering 2% when they intended to administer 6% during overpressure induction. Rptr smelled the circuit and it did not smell like 6% either. Increasing the flow rates and dial settings of the vaporizer increased the anesthetic concentration only slightly (less than 3%), it then fell slowly and a no output alarm went off. Rptr wouldn't be surprised if low output preceeded all the other no output alarms. This type of failure can lead to intraoperative awareness. The noninvasive blood pressure is prone to intermittent failures. One's first thought is the pt may be profoundly hypotensive. A change in cuff or hose may coincide with apparent normal operation only to have a failure recur hrs to days later. The problem to rptr feels like a leak internally in the machine. No leak in the cuff can be demonstrated. The machines themselves are not up to the rigors of modern anesthesia practice, by that rptr means long cases and long days. There was a report in the literature about accumulated humidity creating all sorts of ventilator alarms. Rptr has seen that and has also had unwanted positive end expiratory pressure in the circuit when using a ventilator. To date rptr is aware of no pt injury.